Manufacturer narrative:
The lot numbers for three malfunctions were provided and a lot history review was performed. The devices for the seven malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for five of the seven malfunctions. The investigation of the five medical records review, two confirmed malposition and a patient device interaction problem, two confirmed a patient device interaction problem but were inconclusive for malposition, and one was inconclusive for both malposition and a patient device interaction problem. Two malfunctions did not have medical records returned for evaluation, therefore, the investigation is inconclusive for malposition of device and a patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. (Lot number) unknown.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of the device and a patient device interaction problem. This information was received from various sources. Of the seven malfunctions, seven involved patients with no patient consequences. The seven patients ranged from 25 to 76 years of age and one patient was reportedly (B)(6) lbs. Of the seven patients, 5 were reportedly female. All remaining patient information was not provided.

Manufacturer narrative:
H10: the lot numbers for three malfunctions were provided and lot history reviews were performed. The devices for the seven malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for seven malfunctions. For two malfunctions, the investigation is confirmed malposition and a patient device interaction problem. Four malfunctions confirmed patient device interaction problem but were inconclusive for malposition. For one malfunction, detachment was coded additionally and the company is still investigating the issue at this time. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H10: d4(lot number: unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of the device and a patient device interaction problem. This information was received from various sources. Of the seven malfunctions, seven involved patients with no patient consequences. The seven patients ranged from 25 to 78 years of age and two patients weight ranged from 215 - 265 pounds. Of the seven patients, one was male and six were reported as female. All remaining patient information was not provided.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of the device and a patient device interaction problem. This information was received from various sources. Of the seven malfunctions, seven involved patients with no patient consequences. The seven patients ranged from 25 to 78 years of age and two patients weight ranged from 215 - 265 lbs. Of the seven patients, one was male and six were reported as female. All remaining patient information was not provided.

Manufacturer narrative:
H10: the lot numbers for three malfunctions were provided and lot history reviews were performed. The devices for the seven malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for seven malfunctions. For two malfunctions, the investigations are confirmed for filter tilt and perforation of the inferior vena cava. For four malfunctions, the investigations are confirmed for perforation of the inferior vena cava; however, inconclusive for filter tilt. For one malfunction, the investigation is confirmed for the perforation of the inferior vena cava and filter limb detachment (a0501); however, the investigation is unconfirmed for filter tilt. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H10: d4(lot number: unknown), g3. H11: h6(results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.